Event description:
It was reported that a female patient underwent a breast surgery with 350cc mentor memorygel breast implant and was noted to be discolored when it was explanted. The surgeon decided to open the shell to see if it was the gel or the shell that was cloudy, but the gel remained clear. No information has been made available as to why the patient underwent explantation. The patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, an evaluation on a returned photo of the device was completed. Reason for device explant and/or reoperation: n/a. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the shell of the implant was observed cloudy. In addition, the implant was noted ruptured as the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The lot number is not available; therefore, the manufacturing record evaluation could not be performed. Manufacture's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, an evaluation on a returned photo of the device was completed. Reason for device explant and/or reoperation: n/a. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, the shell of the implant was observed cloudy. In addition, the implant was noted ruptured as the product involved in this complaint was discarded, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. The lot number is not available; therefore, the manufacturing record evaluation could not be performed. Manufacture's reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with 350cc mentor memorygel breast implant and was noted to be discolored when it was explanted. The surgeon decided to open the shell to see if it was the gel or the shell that was cloudy, but the gel remained clear. No information has been made available as to why the patient underwent explantation. The patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that the report submission due date on the initial report was reported with the incorrect date of (B)(6) 2022. The correct report submission due date is (B)(6) 2022. Manufacture's reference number: (B)(4).